Event description:
It was reported that the customer had a blood glucose level of 30 mg/dl. The customer treated the low blood glucose level with food and glucose tablets. The customer states the drive support cap appears normal. The customer was not admitted as an inpatient for medical treatment. A rewind sequence was performed on the insulin pump and the customer was disconnected. A displacement test was performed and the insulin pump passed. The customer was advised to contact their health care professional. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.